Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that while configuring the alaris system manager software the customer inquired how the max occlusion pressure allegedly could be allowed to be set to 600mmhg while the facility's guardrails data set max occlusion pressure being 525mmhg. The customer then confirmed there was no issue of pump malfunction as the clinician was reading the pressure limit on the syringe module infusing lipids instead of the pump module that was infusing the total parenteral nutrition (tpn) bag. Additional information was provided by the customer through due diligence and stated that patient was found to be hypoglycemic with blood glucose readings "in the low 30s." The tpn was found not infusing as the tubing's roller clamp had been left on by the clinician. The pump module reportedly did not alarm for occlusion for nearly 90 minutes. Additional "dextrose" was given. It was noted that the hospital staff "pulled" the involved devices from patient care area, "but have since been put back in circulation" after the hospital's biomed confirmed there was "nothing appeared wrong with pump." Furthermore, the infusion set was put into test to look at settings to confirm the hospital's configuration for max pressure limit (525), which was found to have been set appropriately.